Event description:
It was reported the patient's l4 drg lead had migrated. The patient underwent surgical intervention where the lead was replaced with a new one. Stimulation was reportedly restored postoperatively.